Event description:
A dialysis home pt's daughter reported a system error 2240 alarm in initial drain during treatment using homechoice device. The pt's daughter noted the pt's puppy had chewed on the pt line of the homechoice set. The pt ended treatment at the time of the alarm and reset the homechoice device with new supplies to continue treatment. The pt was then given prophylactic antibiotics the following day. The health care professional was notified and will follow up with the pt regarding this incident. There was no pt injury associated with this incident per the pt's daughter.